Event description:
Baxter (B)(4) received a report that an infusor had a leak after the reservoir ruptured towards the end of the infusion. The device was filled with a solution of fluorouracil. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with fluid in the overpouch. The reported condition of a leak was not confirmed. The overpouch contained a device with a ruptured bladder (investigated in report number 6000001-2012-11158). The top of the device is not designed to be tightly sealed and therefore, after a rupture, fluid can come out at the top if the device is positioned side-ways or upside-down. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.